Manufacturer narrative:
Analysis on the returned poe injector resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that when tested on a test system, the led did not light up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the poe injector was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. The poe injector was returned to medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Street name is too long for the text field. It should be read as : (B)(6). No devices were returned to the manufacturer for analysis. Other relevant device(s) are: poe 9735798 injector s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's system was saying localizer not connected when trying to use the camera. The interconnect cable was re-seated without resolution. Further troubleshooting from the manufacturing representative involved re-seating the power cable to the poe injector and into the uniterruptible power supply (ups), but it did not resolve the issue. The representative also swapped the ports on the ups and still could not power the poe injector. There was no patient present at the time of the event.